Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold the vessel and the bile was leaking. Clips continued to scissor and clip fell off. Another device was used to control the leak and complete the procedure. There were no patient consequences reported. The device is not available for return.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: the rep has spoken with the surgeon and the nurse. The surgical team has since informed they think it was user error.